Event description:
The customer reported that a zosyn 100ml IV bag was programmed to infuse at 25ml/hour with vtbi 90ml to infuse over 4 hours. The infusion started at 1435 and at 1542 the device was alarming for air in-line and the IV bag was empty. The customer is suspecting a free flow, but their own testing was not able to replicate a free flow, so the customer is requesting that the device come in for investigation. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
The customer¿s complaint of an over infusion of zosyn was not confirmed. Review of the pump module event logs could not be performed for the day of the event since the earliest date of the logs was after the reported event. The device was thoroughly tested and passed accuracy testing with no issues noted. Timed rate accuracy testing was also performed at the reported incident rate of 25ml/hr and passed accuracy testing with no issues noted. The root cause of the reported over infusion of zosyn was not determined.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.